Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative, that the bc192 flexitrunk infant nasal tubing was found to be torn causing air to escape there were no reported patient consequences.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint bc192 flexitrunk infant nasal tubing for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that a bc192 flexitrunk infant nasal tubing was found to be torn, causing air to escape. There were no reported patient consequences.

Manufacturer narrative:
(B)(4) corrections. Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph was unable to confirm the reported fault, as the reported damage was not visible on the photos. Conclusion: without the return of the complaint device, our investigation was unable to determine the cause of the observed damage to the bc191 flexitrunk infant nasal tubing. All bc191 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.